Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0d84n, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0d84n, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that there was ineffective therapy. The system was replaced. All troubleshooting had been performed by the nurse practitioner. The issue was resolved at the time of this report and the patient was alive with no injury. Additional information received from the healthcare provider (hcp) in response to follow-up reported that there was a device issue; the only working lead pair was c/0. The integrity of the lead was compromised. There had been a lack of stimulation on any setting and a return of symptoms. Electrode mapping had been performed as troubleshooting at a programming visit. The patient had a new lead and battery put in the same day as removal of the old lead and battery. Relevant medical history included urinary dysfunction/sacral nerve stimulation.